Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurement greater than 200 ohms. X-ray was performed and confirmed lead fracture. Boston scientific technical services (ts) discussed troubleshooting measures. Further, alerts were also detected for high out of range rv pacing impedance and v-tachy therapy mode set to value other than monitor. Additional information was received that the field representative has no further information on why the device was programmed to v-tachy mode set to value other than monitor + therapy. This rv lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.